Event description:
It was reported via repair work order that the head right siderail would not lock due to a broken latch and the footend brakes were not holding due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.